Manufacturer narrative:
Philips service recreated the image disk to restore functionality. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the device failed to boot due to a corrupted image disk on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.